Manufacturer narrative:
(B)(4). Concomitant medical products: 123952bm, excd abt std shell bm/pc d52mm, 2291901; 650-0791, biolox delta lnr 32mm 50-52mm, 2430110; 11-301301, arcos con sz a std 60mm, 163340; 11-300812, arcos 12x150mm spl tpr dist, 037990. Report source, foreign - the event occurred in the united kingdom reported event was confirmed by review of radiographs. Radiograph review noted overall fit and alignment of the implants is adequate. Possible mild osteopenia. There is rounded lucency along the superior acetabulum on some of the images but not all suggesting interval development. No obvious radiolucency is identified. On one of the images, the superior cerclage wire is fractured. This could suggest loosening the product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that the patient underwent revision surgery for the right hip. Three years post-operatively, the patient experienced moderate pain, discomfort, problems walking, some limitation of ordinary activity or work, slight limp, needs one crutch for support, unable to use public transportation, and difficulty tying shoes or wearing socks. The patient also experienced trouble getting in and out of car, moderate trouble washing and drying, difficulty climbing a flight of stairs, moderate pain standing up from a chair, limping all the time, and pain at night time. It was also reported that there was possible shell loosening. Attempts have been made and additional information on the reported event is unavailable.